Event description:
It was reported that the cassette was leaking while the unit was in use. There was no pt involvement; however, adverse consequences were reported.

Manufacturer narrative:
The product was evaluated by the user facility.